Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while traveling, associated with food poisoning and concurrent dexcom g7 sensor failure, after which they confirmed blood glucose with a blood glucose meter and stabilized following oral carbohydrate intake. Symptoms included low blood glucose, weakness and numbness in the tongue. Outcomes included resolution of symptoms after treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.